Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the left master tool manipulator (mtml). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted general low anterior resection surgical procedure; the customer reported to technical service engineer (tse) that an error 23009 occurred in the master tool manipulator left (mtml). Tse confirmed the errors on the system logs and that the issue occurred yesterday as well. The customer was unable to power cycle the system at this moment of the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtml) for failure analysis investigation. The unit was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a psc fixture test platform (pftp) where all relevant testing was passed within specification. No faults were identified. The event was confirmed based on error log review; however, the issue was not able to be replicated during in-house testing. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.